Event description:
Baxter reports uv transfer set spike broke after 114 days of use and after an error alarm sounded on clean flash machine. The transfer set was changed immediately and affiliate reports no patient injury or medical intervention.